Event description:
On (B)(6) 2010, pt reported his infusion device has insulin condensation inside of the cartridge chamber area. Pt stated he does not allow his insulin to come to room temperature before inserting the insulin cartridge into the infusion device. Advised pt to allow the insulin to come to room temperature before install. Pt reported he does not reuse his insulin cartridge but knows this insulin cartridge is leaking slowly into the infusion device. Pt stated he will change the insulin cartridge upon arriving home. Reviewed pt's change the cartridge process. Advised pt to adjust the piston rod while the insulin cartridge is outside of the infusion device. Pt reported the infusion adapter has never been changed. Advised pt to change the infusion adapter with every 10th cartridge change. Advised pt to dry out the condensation with a cotton swab and allow the area to air dry. Pt stated the amount of insulin is too small to pour out. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridge for evaluation.